Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was found due to the discharge date entered before the admission date. The technical service engineer assisted to correct the settings and changed the values that allowed to readmit the patient to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be dell server. The system functioned as intended after the technical service troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a data issue, patients data not shown up in the pyxis. The customer reported that unable to remove medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.